Event description:
The customer reported to baxter (B)(4) a blood drip chamber set with 200micron filter and ball valve that had a large hole in the line. The condition was identified during priming and there was no patient involvement. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). An actual sample was submitted for evaluation. A visual inspection of the sample confirmed the tube had a cut. A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot. The root cause of this condition is attributed to the set changing orientation during machine indexing in the packaging process. This complaint shall be communicated to the manufacturing area and quality assurance responsible at the plant for the production of the code mentioned in this complaint to ensure awareness of this complaint and strict adherence to relevant requirements. Baxter shall keep monitoring these events during quality reviews. This device is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.